Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit, which was returned to fph in (B)(4) for inspection, was received in an unsealed condition. It was visually inspected and pressure tested for leaks. Results: visual inspection revealed that the pressure line connector was not properly inserted into the pressure line port of the expiratory limb when received. The pressure line connector was connected properly to the pressure line port of the expiratory limb before the pressure test was conducted. The pressure test result was within specification. The inspiratory and expiratory limbs did not detach from the swivel y-piece during inspection. A lot check revealed no other complaints of this nature for lot number 121026. Conclusion: the reported fault was not replicated during inspection and no fault was found with the complaint device. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the limbs of an rt265 infant dual-heated evaqua2 breathing circuit were disconnected from the swivel y-piece during use. The pressure line was also found disconnected. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt265 infant dual-heated evaqua2 breathing circuit is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the limbs of an rt265 infant dual-heated evaqua2 breathing circuit were disconnected from the swivel y-piece during use. The pressure line was also found disconnected. No patient consequence was reported.